Event description:
It was reported that the right ventricular (rv) lead that was implanted dislodged overnight, and stopped capturing. The dislodged lead was explanted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.